Event description:
It was reported that global brand protection had conducted a pre-enforcement action market survey for suture. Suture samples were purchased from (B)(6) medical and were found to be counterfeit. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product purchased? The product was purchased through proactive market survey. Is there an indication of how the product was distributed? The products is distributed through retail and wholesale channels in bangladesh. Is there any indication of the source? Not as of now. Based on the packaging, is there any indication of which market the original genuine product may have come from? As per the product the manufacturing site is j&j waluj aurangabad. Was the device used on a patient? If so, was there any patient consequence? No. Investigation summary: two pictures were received for evaluation and upon visual inspection it was observed a label sealed overwrap packet of product code nw3336, lot # b9047. In addition, the barcode qr was readable with the scanner and the last five digits did not match with the lot number. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2022 h6 component code: c22 - photo analysis h3 investigational summary: visual comparison of complaint sample with retain sample: received complaint sample photograph was visually inspected and compared with retain sample of product code nw3336 and lot b9047. Upon visual inspection it has been observed that the product packing was not matching with retained sample. Complaint sample single barrier folder was compared with retained sample single barrier folder and discrepancy was observed in complaint sample with respect to ethicon approved artwork, color coding, ink type, product artwork writing style font and folder cutting. In addition, 2d barcode scanning was performed over single barrier folder and non-compliant results were observed. Conclusion: complaint sample and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon aurangabad india site. This complaint is concluded as confirm counterfeit product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.